Event description:
It was reported that the vision stent was unable to advance through another stent (contrary to IFU) to treat a heavily calcified lesion in the rca. When the device was removed by pulling it back through the guiding catheter, the stent became dislodged, assumably in the pt. The physician was unable to locate this stent in the pt's anatomy, so the stent was not removed. The pt was reported to be doing fine after the procedure.